Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ what is the lot number?=>tlbaqp ¿ please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.=>the device has been received at sukagawa and will be shipped. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a reservoir was used. It was found that there was a hair in the package. The product was not used. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that a device was returned sterile with no apparent damage. Upon visual inspection of the package, a hair was noted inside of the package. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on how the foreign matter was introduced inside the sterile package, it is possible that the hair adhered to the device during the packaging process due to static. The reported complaint was observed. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.